Event description:
It was reported that during a percutaneous nephrostomy treatment procedure, the suture fractured. The physician was trying to loop the flexima drainage catheter when the suture fractured. The catheter was cut for removal purposes and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified one section of the suture was received inside the catheter and the suture key was not returned, moreover,the catheter was found cut at the distal section (pigtail was not returned). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous nephrostomy treatment procedure, the suture fractured. The physician was trying to loop the flexima drainage catheter when the suture fractured. The catheter was cut for removal purposes and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.